Manufacturer narrative:
The insulin pump was received with a button error alarm and intermittent button response due to corroded keypad traces. The pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. The following cosmetic damage was also noted: cracked reservoir tube lip, cracked battery tube threads, cracked case at a display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 40 mg/dl, which he treated with food. The customer blames his low on increasing his activity the previous night while eating less than he usually does. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.